Manufacturer narrative:
This report was initially reported on (B)(6) 2016 as resistance between the deltaplush and the microcatheter; however, did not meet MDR reporting criteria until 8/19/2016 when the analysis found compression/buckling of the coil. (B)(4). Conclusion: the deltaplush was returned for analysis. The unspecified excelsior microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Unreported damage located distal, but adjacent to the resheathing tool, the device positioning unit (dpu) has protruding outside the sheath for a length of 9.0 centimeters. The distal end of the protrusion is located 108.0 centimeters off the distal tip of the green introducer. There is no mechanical sheath damage at the protrusion site that caused the skive to open. The coil¿s socket ring has been pushed down inside the outer sheath. The articulating junction is now in a fixed position. The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other with the energy force now transferred against the sidewall instead of a columnar force. Unreported damage of the proximal end of the coil having severe compression and buckling damage was found. Except as noted, the remainder of the coil is undamaged. The coil is too damaged to attempt a duplication of the field complaint. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the resistance between the coil and the proximal segment of the unspecified excelsior microcatheter is not confirmed. Without the identification or the return of the unspecified excelsior microcatheter, the rhv, and due to the severe coil damage, the root cause cannot be determined; however, the evidence as received highly suggests that the most likely contributing factor to the resistance encountered by the coil in the proximal section of the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the dpu to protrude outside the sheath, pushed the coil¿s socket ring down inside the outer sheath, and severely damaged the proximal end of the coil with buckling and compression damage. In this condition severe resistance will be encountered in the proximal section of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during insertion of a deltaplush coil (cpl10015330/c38152), the physician felt strong resistance between the coil and the proximal segment of the excelsior microcatheter. The deltaplush was the fourth coil used. Product analysis found that the proximal end of the coil was compressed and buckled. There were no potential adverse events associated with the event.